Manufacturer narrative:
Event reported by request of FDA.

Event description:
Per the surgeon, a revision was required because the ol spacer had migrated out of the disc space and was in contact/rubbing against the pedicle screw. The surgeon removed the ol spacer and didn't replace it with another implant, believing the pedicle screw construct was sufficient.